Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered for investigation. A review of download data does not indicate any device malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2019. Device download data revealed that the patient was treated twice during the event. The patient was in a nursing facility at the time of the event. At 01:48:41 the patient degraded to asystole with intermittent slow idioventricular rhythm (10-20 bpm). The lifevest delivered two treatments at 01:49:51 and 01:52:27 during a slow idioventricular rhythm. Oversensing of low amplitude cardiac signal contributed to the false detections. The patient remained in a slow idioventricular rhythm following the treatments, and degraded to asystole shortly after. The patient remained in asystole, a non-treatable rhythm, until the lifevest battery pack expired at around 5am.